Event description:
Medtronic legal received information regarding customer¿s hospitalization from the attorney of the family with blood glucose level of 456 mg/dl. The information received on (B)(6) 2022 stated that customer had high blood glucose. Customer was treated with manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
This case is to document the oct 30, 2014 event. Please see (B)(4) for the oct 31, 2014 event and (B)(4) for the oct 29, 2014 event. On may 20, 2015, the legal representative of the customer reported that customer change his set and reservoir on the evening of (B)(6) 2014. Customer noted some excess insulin squirted from the infusion set before he connected it to his body but since this had happened before it was not significant to him. At about 10:45pm, his blood glucose was 455mg/dl. Customer did not eat anything that evening. On (B)(6) 2014 around 7am, his blood glucose was 456mg/dl. He called his endocrinologist, who advised him to adjust his basal rate upward by 130%. However, with the increased basal rate and no caloric intake, his blood glucose still rose to 570mg/dl by 2pm. He gave himself a shot of short-acting insulin and that dropped his blood glucose to 370mg/dl by 6pm. On (B)(6) 2014, by 9:45am, his blood glucose went back up to 551mg/dl(later notes say it was 532mg/dl in the morning). At about 11:30am, his wife called the paramedics and he was hospitalized. In the emergency room, his blood glucose was 738mg/dl. He had nausea and vomiting. He was diagnosed with diabetic ketoacidosis, a severe electrolyte imbalance, dehydration, low blood pressure, and myocardial infarction. In the intensive care unit, he developed aspiration pneumonia leading to sepsis and acute renal failure. He was also put in a medically induced coma. Per svn (B)(4), after the pump has not been used for extended period of time due to hospital stay and the battery was removed, a21, a47, and a17 occurred.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in h6.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The follow up report was submitted with blank in the g4 section. The correct date is (B)(6) 2022.